Event description:
Patient's blood line became disconnected from the flowart needle-free split septum valve while the patient was receiving a dialysis treatment, which resulted in blood loss. The patient's hemoglobin was 9.9 on (B)(6) 2024 prior to the event, and the patient was on mircera 50 mcg every 4 weeks. On (B)(6) 2024 the day after the disconnection, the patient's hemoglobin dropped to 7.8. This required the mircera dose to be increased to 100 mcg every 2 weeks. This was originally reported on 8/6/2024, however, specific information for this patient was not provided. This is the only one of the 6 that was provided who sustained harm. However, the potential for serious injury or even death from exsanguination is great if there is a disconnection during the dialysis treatment.